Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a perimount 29mm valve underwent a valve-in-valve procedure due to mitral stenosis. The implant duration of the pre-existing surgical valve is unknown. A tmvr was performed with a 9600tfx 29mm valve. No other details provided.

Manufacturer narrative:
This report was found to be a duplicate of MFR report #2015691-2019-00056. Please reference MFR report #2015691-2019-00056 for the reporting of this event.